Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with three clips remaining. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while the device was being used to cystic duct or artery, 3 clips scissored, and several misfired. Surgeon was able to squeezed the handle and the jas still able to close with issues experienced with loading and firing of the clips. There are clips that were malformed but still some was able to form correctly. A new clip applier was opened to resolve the issue and complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while the device was being used to cystic duct or artery, 3 clips scissored, and several misfired. Surgeon was able to squeezed the handle and the jas still able to close with issues experienced with loading and firing of the clips. There are clips that were malformed but still some was able to form correctly. There was no patient injury.